Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Qc investigation on 10/11/2016 resulted in defect found and the event was determined to be reportable. Most likely root cause is user mechanical stress.

Event description:
Consumer reported complaint for defective lcd. The customer called stating the truemetrix air meter was displaying half of the characters. Medical attention is not reported as a result of the actual blood glucose results. The customer feels well and did not report any symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016.